Event description:
It was reported that externalized conductors were observed on the right ventricular (rv) lead via a review of x-ray. No electrical anomalies were detected. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences to the patient.